Event description:
On 9/15/94, pt underwent an open reduction and internal fixation of a left femoral shaft fracture. In 2/95, pt began to experience persistent and increasing left knee pain. In 5/95, x-ray revealed an apparent failure of the hardware with a delayed union and mild varus deformity. There was some breakage and pull-out of the more proximal aspect of the hardware. Conservative management was unsuccessful and follow-up x-rays revealed some further decompensation at the fx. Site and it was felt she had an established nonunion. On 3/14/96, pt underwent hardware removal. Two of the three cerclage wires were broken, one screw was fragmented. The fracture was found to be very unstable.